Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported while on step 9 of treatment end screen, then the cassette was removed, there was fluid leaking inside the cassette chamber. The patient confirmed that there was fluid inside the pump module. The patient was not able to complete treatment. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the actual device was returned to the plant for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test was perform and passed. No fluid leaks occurred in the test cassette during the accelerated stress test. The device passed the mushroom head check. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A device history review found no related items.

Event description:
A peritoneal dialysis patient reported while on step 9 of treatment end screen, then the cassette was removed, there was fluid leaking inside the cassette chamber. The patient confirmed that there was fluid inside the pump module. The patient was not able to complete treatment. The cycler will be replaced.

Manufacturer narrative:
Corrective data: on follow up 2 should read 2/13/2018. On this report is 3/6/2018.

Event description:
A peritoneal dialysis patient reported while on step 9 of treatment end screen, then the cassette was removed, there was fluid leaking inside the cassette chamber. The patient confirmed that there was fluid inside the pump module. The patient was not able to complete treatment. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. The device passed mushroom head check the device tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A device history review was performed on 2/13/2018.

Event description:
A peritoneal dialysis patient reported while on step 9 of treatment end screen, then the cassette was removed, there was fluid leaking inside the cassette chamber. The patient confirmed that there was fluid inside the pump module. The patient was not able to complete treatment. The cycler will be replaced.